Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that prior to a surgical procedure at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a surgical procedure at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the mounting screws for the e-box were missing, which can cause the reported event.